Event description:
It was reported that a patient presented with incorrect interpretation of signal resulting in loss of defibrillation output. This resulted in arrythmia that resolved on its own. No programming changes or adverse patient consequences were reported.